Manufacturer narrative:
The results of the investigation are inconclusive since the device accessory was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple good faith effort (gfe) attempts were made and documented, but additional information could not be obtained.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power cords. The cords were replaced and there were no adverse consequences reported by the patient.